Event description:
Customer reported receiving sensor error on his new sensor. The customer also reported differences between his sensor glucose and blood glucose readings. He stated the readings would be off by 130 points. The customer's blood glucose was 50 mg/dl. The customer treated his low blood glucose with food. The customer was advised of the possible causes of his sensor error. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.